Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed err code 121 on (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction to the MFR number in the previous follow-up report 001. Follow-up report 001 was originally submitted, in error, as 3004753838-2015-32048. This report is intended to provide the same content which was already reported in the previous follow-up report 001 submission, but under the correct MFR number 3004753838-2016-32048 to ensure it can be correctly associated with the applicable initial medwatch report.